Event description:
Reporter called to report that since he has been implanted with a total knee implant, he has had pain, discomfort and loss of range of motion. The implant is at ten percent deflexion. Reporter has been told by three health professional that his knee implant is unstable and exploratory surgery.